Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted mediastinal mass resection surgical procedure, the 8mm endoscope had the endoscope image flipped 180 degrees. The tse had the customer cancel guide tool change (gtc), which resolved the issue. The tse found three error 23003 in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed. There was no injury to the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.